Event description:
It was reported that during an initial total knee procedure, the head of the impacting instrument fractured during femoral implantation. The surgery was completed successfully with a new device. There was no patient impact or adverse events as a result of the malfunction. Diligence is in process for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: the product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use (nicked and gouged) and has fractured. Fracture analysis found signs of overload fracture. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.